Manufacturer narrative:
(B)(4).

Event description:
The customer reports: they had difficulty to insert the seldinger (guide). When removed both the needle and the seldinger they noted that the seldinger was unraveled and without tip. The physician has extracted the tip and checked with x-ray procedure the presence of other pieces of the seldinger. No other pieces remained in the patient. Then they inserted another device in the jugular left but they had the same resistance to insert the seldinger (documented in MDR #3006425876-2018-00235). They extracted all the devices (needle and seldinger) and inserted a third device without problem. MDR #3006425876-2018-00235 documents the additional event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: they had difficulty to insert the seldinger (guide). When removed both the needle and the seldinger they noted that the seldinger was unraveled and without tip. The physician has extracted the tip and checked with x-ray procedure the presence of other pieces of the seldinger. No other pieces remained in the patient. Then they inserted another device in the jugular left but they had the same resistance to insert the seldinger (documented in MDR #3006425876-2018-00235). They extracted all the devices (needle and seldinger) and inserted a third device without problem. MDR #3006425876-2018-00235 documents the additional event.